Event description:
It was reported that the patient's artificial urinary sphincter cuff was removed due to urethral erosion at the cuff site in the perineum. The erosion was likely due to the cuff. The system was replaced seven months later after allowing the urethra to heal. The patient seems to be doing fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.